Manufacturer narrative:
Correction: h6 device code should have been 4003 rather than 3190. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was protruding and getting caught on chairs. Surgical intervention took place in which the ipg was explanted approximately (B)(6) 2016 to address the issue.